Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it is likely that the insufflator shut down and the alarm sounds and front panel lights shut off due to faulty printed circuit board. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the high flow insufflation unit insufflator was shut down. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.